Event description:
Implant date: 1992. Post operative x-rays show inadequate placement of implant. Pt complained of left leg symptoms. Revision surgery on 5/5/92 for removal of the left side of implant. Pt continued to complain of pain. Explanted in 1993 at which time it was noted there was fusion.